Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level went as low as 35 mg/dl and as high as 249 mg/dl. Customer's diabetic endocrinologist adjusted the settings on the insulin pump which resulted in low blood glucose levels. Customer believed the insulin pump would over deliver insulin and they wanted their doctor to change their settings. Customer declined to troubleshoot for low blood glucose levels. Customer advised they would follow up with their healthcare provider and call back if they needed further assistance.